Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker pocket was revised for an unknown reason. The pacemaker was explanted and replaced. Patient status was not known.

Manufacturer narrative:
The device was returned for evaluation. As received the device operating at normal mode. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed, and device was at normal range of operation with appropriate remaining longevity. Device image was successfully saved.